Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign objects in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 28 aug 2024. This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for investigation. Based on the results of the investigation, the presence of foreign material in the air/water (a/w)-cylinder and a/w-channel was confirmed from photos provided. However, the root cause could not be determined. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.